Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A facility representative reported an dovetail mount on aberrometer was loosened.

Manufacturer narrative:
A manufacturing device history record (DHR) review was performed prior to product release to ensure that the product was manufactured in compliance with the device master record. Based on the assessment, the product met release criteria. The company service representative examined the system and replicated the reported event. To resolve the issue, the company service representative replaced the nonconforming dovetail. The company service representative realigned the reticle. The system was then tested and met all product specifications. The female/male dovetail mechanism between the aberrometer/microscope is designed to enable the aberrometer to be removed and reattached from the corresponding microscope per the customer's preference. A loose dovetail could impact aberrometer security and overall aberrometer-to-microscope alignment. A likely contributing factor to the dovetail becoming loose is continued customer use/handling of the system over time. However, with the information provided, this is unable to be determined conclusively. The root cause of the reported event is attributed to wear of the dovetail. How or when the dovetail became loose remains inconclusive. The manufacturer internal reference number is: (B)(4).